Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, loose pouter tube, dented distal end of frame and failed light transmission a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image is out of direction of view due to loose outer tube and however the cause of fiber breakage, dented distal end of frame and failed light transmission was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by customer.

Event description:
It was reported the subject device had dark image during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.